Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated.

Manufacturer narrative:
Additional lot numbers were reported (lots # m004192 and m015407). A follow up on (B)(6) 2015 indicated that the customer was able to obtain long acting insulin on (B)(6) 2015 and that blood glucose level was "ok". The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.